Event description:
It was reported to philips that the main monitor in the room was down, which can affect the live image. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system main monitor is not working. No further information regarding the issue has been provided. No service has been performed by philips since the service was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.